Event description:
It was reported that the device's ac power light was inoperative. The reported problem is indicative of a device that will not operate on ac power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified that it would not operate on ac power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an electrical short through fet transistor, designators q1 and q2. It was also observed that a fuse, designator f1, was open.